Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy, enterocele repair, and perineorrhaphy. It was reported that the patient underwent mesh removal on (B)(6) 2013 by (B)(6) at (B)(6).

Event description:
It was reported that the patient concurrently underwent posterior colporrhaphy, enterocele repair, and perineorrhaphy. It was reported that the patient underwent mesh removal on (B)(6) 2013 by (B)(6) at (B)(6).

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele, enterocele, attenuated perineal body and a sling was implanted. It was reported that the patient experienced pain erosion and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, dysuria, and urgency.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary retention.